Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A technical support specialist troubleshot the device and confirmed the device was not running slow, the database was not bloated, and a full synchronization was unnecessary. No further issues were reported, and the case was closed after verification. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had been operating in a slow and sluggish, required a database clearance and application repair in order to restore synchronization. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had been operating in a slow and sluggish, required a database clearance and application repair in order to restore synchronization the customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.